Event description:
Caller states the pt tested approximately 6.0 inr on the coaguchek xs system and 1.8 inr on a comparison lab. Coumadin was held 1 day. No adverse event reported. Requested return of suspect system and replacement was sent.